Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-52017 with the following findings: there was no evidence in the pump¿s black box of a voltage drop. All of the readings were stable. When the pump was opened it was observed that a capacitor component was broken free from the printed circuit board. There was no evidence of moisture on the internal components of the pump. The alleged date of the issue was 27-sep-2017, but the last pump delivery was on 26-sep-2017. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.